Event description:
It was reported that during an unspecified procedure, balloon deflation difficulties were encountered. The ultra 2 monorail cutting balloon was removed without deflation, however there were no pt complications. Add'l info has been requested however none has been provided to date.

Manufacturer narrative:
The device has not been returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.